Manufacturer narrative:
Catalog#: z9002 a full catalog number is unknown as the serial number was not provided. Explant date: if implanted; give date: the exact date was not provided; however, was reported as (B)(6) 2016, and has been entered as (B)(6) 2016. Explant date: if explanted; give date: na (not applicable) doctor has plan to explant. To date, the lens remains implanted. Device manufacture date: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor noted ray tracings on the intraocular lens and that there was something was wrong with the z9002 lens. The doctor has a plan to explant the lens. No further information was provided.

Manufacturer narrative:
Additional information revealed that the account believes that the issue has subsided and they are not aware of a lens explant related to visual issues. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown, therefore the manufacturing records for the intraocular lens could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.